Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system which included a surgical lead on (B)(6) 2009 and an ipg on (B)(6) 2009 for bilateral arm pain. It was reported that the patient had ineffective stimulation to her left side. An x-ray showed that the lead had migrated to the right. The physician decided to explant and replace the lead with a different model surgical lead on (B)(6) 2011. The patient reported effective stimulation coverage postoperative. No further patient issues were reported.